Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in performing the reset. The malfunction did not recur after this action. Customer was advised to continue using the pump and to contact support if the issue reappears.